Manufacturer narrative:
An event regarding revision due to poly insert wear involving an unknown insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation :no medical records were received for review with a clinical consultant. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device ID and evaluation, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed...date of left tka (B)(6) 2007; was revised on (B)(6) 2013 due to poly wear".